Manufacturer narrative:
Date of explant is estimated.

Event description:
Product manufacturer reference number: 3006705815-2019-02958.it was reported that the patient was not getting adequate therapy and as a result, the system was explanted in (B)(6) 2018.